Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's tortuous, calcified right coronary artery were unsuccessful. Thhe sds and stent were withdrawn from the pt without complication. Attempts to advance a second coronary stent with delivery system to the target site were also unsuccessful due to severe calcification and tortuosities. Upon removal of the sds, it was noted that the stent was missing. Another balloon catheter was inserted distal to the target lesion site and inflated in an attempt to retrieve the embolized stent. However, the stent was not located. The pt was subsequently sent for coronary artery bypass graft surgery. Surgery was successful and there were no clinical sequelae reported relative to the event.